Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that before implantation, the cassette's luer lock was leaking, so it was changed to another cassette and the case was successful.

Manufacturer narrative:
B3 revised date of event as it was entered incorrectly on the initial report that was submitted. D9 device was received and date received was added. H6 updated codes to reflect the device was returned. H11 updated additional manufacturer narrative as the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.